Event description:
Revision surgery - due to the patient having complained of discomfort and of dislocation after a fall. After the revision was complete the surgeon concluded the implants were all in proper position and in good condition, but the patient had no rotator cuff remaining and needed a reverse shoulder implant.

Manufacturer narrative:
The reason for this revision surgery was discomfort and dislocation. After the revision was complete, the surgeon concluded the implants were all in proper position and in good condition but the patient had no rotator cuff remaining and needed a reverse shoulder implant. The in-vivo length of patient service for the implant was 7.4 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The hospital retained ownership of the device for 2-3 weeks; it has not been made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed as non-product related. The complaint states the patient suffered a fall after the original surgery which led to a dislocation and discomfort. The surgeon examined the patient and found all the components were in the proper position but the rotator cuff had been damaged; and reported the dislocation was due to soft tissue. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.